Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during three cataract extraction procedures, the phaco was weak and did not "chop" well. All three cases were completed using the same system and accessories. There was no harm to the patients.